Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube, broken reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose readings were high. The blood glucose reading was 466 mg/dl. The insulin pump will be replaced. Nothing further reported.